Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 40 mg/dl, was treated with oral carbohydrates (peanut butter sandwich), and that glucose values tend to decline after elevation due to insulin delivery by the ilet. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included urgent low glucose requiring prompt treatment with oral glucose, without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.